Event description:
It was reported that the pt was presented in the hospital for reason not related to device. The pt had multiple episodes, became symptomatic and fell to the floor when the rhythm did not convert. The pt was then rescued externally. The pt sustained injuries to her face. Device interrogation revealed an alert of possible high voltage lead issue. Episode diagnostics showed multiple delivered therapies and multiple aborted therapies. The device was explanted and the right ventricular lead was capped.

Manufacturer narrative:
This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field alert of high voltage lead issue was confirmed in the laboratory and it was due to low high voltage lead impedance measurements. The device was tested on the bench and using automated test equipment and no anomalies were observed. It was believed the cause of alert was due to a short between rv and svc high voltage conduction paths in the associated lead.